Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Operative notes were not provided; xrays were provided and reviewed by a healthcare professional. Periprosthetic fracture results in displaced femoral component, not anatomically aligned. Additionally noted slight inferomedial subluxation of the femoral head component with respect to the acetabular cup. No confirmed signs of loosening, radiolucency, or osteolysis or other contributing factors. Additional fractures of the superior and inferior pubic rami, possibly not acute. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that patient underwent hip revision surgery 15 years post implantation due to fall causing femur and periprosthetic fracture. Attempts to obtain additional information have been made; however, no more is available at this time.